Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving her inaccurate high readings as compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2012, she obtained the alleged high readings between "140-180mg/dl". The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. About a minute after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "lightheaded, dizzy, shaky, and sweaty" and self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that no control solution was available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.